Event description:
Patient sustained a dural tear during microdiscectomy and had a repair of durotomy. A lumbar catheter was inserted under fluoroscopy immediately following surgery to assist with cerebrospinal fluid drainage. During the insertion of the catheter, the tip severed from the catheter and was retained in the intradural space. The surgeon decided to proceed with inserting a second catheter. On (B)(6) 2011, the patient returned to the operating room. And underwent right l2-3 hemilaminectomies for removal of the catheter tip which was retrieved without difficulty.